Event description:
The 20ga jelco IV catheters have had the cannula split completely down the middle upon insertion. Upon usage of this jelco catheter, the nurse inserting noted that the needle came through the pt's skin. When assessing this, she found the inner cannula sheath was split completely from the hub to the end of the cannula sheath. Have had this happen twice in the last 2 week period.